Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; visual inspection revealed grommet damage. There was blood on the helix and the proximal conductor, and the outer insulation was cut.

Event description:
It was reported that during the implant procedure, there was noise on a and v channels post dft, and sensing difficulty on lead. It was first thought to be a lead issue at suture sleeve. Neither the device or the lead were implanted. No patient complications have been reported as a result of this event.